Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the 1 key on the keyboard was not responding. The field service engineer instructed the customer to power down the station from the back switch and leave it off for about a minute before powering it back on, and the customer performed this action. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one letter was not responding when they try to sign into station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.